Manufacturer narrative:
(B)(4). Results of investigation: a carefusion certified 3rd party service technician field serviced the suspected device and was unable to confirmed or duplicate the reported issue. After device being tested for six days with passing results, the device was returned to the customer.

Event description:
The customer reported that the ventilator had transducer fault alarm. The reported issue was found during testing so there was no patient involvement.